Event description:
It was reported that during placement of lead for initial implant it was noted that the stylet was removed and they were unable to replace the stylet. It was noted that the device was used in the patient. It was noted that there was no patient death and the patient recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis of the lead found that the body stylet coil had a gap. It was noted that all four types of known good stylets were tested with the lead and could be inserted fully without difficulty. It was noted that the stylet coil appeared to have been slightly damaged causing gaps just proximal to the #7 electrode.